Event description:
Supplemental report being submitted due to the completion of the investigation on 28-jun-2023.

Manufacturer narrative:
Pma510k #k210476 device evaluation: 1 unit of lot c1956557 of echo-hd-3-20-c was returned to cirl opened without its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory severe kink observed below sheath extender. Needle removed from device and needle break observed below sheath extender. Manufacturing records: prior to distribution all echo-hd-3-20-c devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c1956557 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1956557. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use in relation to the stylet. (Ifu0077). Image review: an image was not returned for evaluation. Additional information received stated that there was no problem observed by the customer with the sheath or needle. Root cause analysis: a definitive root cause could be attributed to user error as the stylet should be fully inserted when advancing the needle into the biopsy site. The answer to q.20 of the additional questions indicates that the stylet was not fully in place within the needle when it was being advanced into the target site. Engineering input received confirmed that failure to keep the stylet fully inserted may have contributed to the kink below the sheath extender and proximal needle break which would have lead to the difficulty experienced in removal of the needle. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, it was impossible to remove the biopsy needle from the working channel of the endoscope. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error as the stylet should be fully inserted when advancing the needle into the biopsy site. The answer to q.20 of the additional questions indicates that the stylet was not fully in place within the needle when it was being advanced into the target site. Engineering input received confirmed that failure to keep the stylet fully inserted may have contributed to the kink below the sheath extender and proximal needle break which would have lead to the difficulty experienced in removal of the needle.

Event description:
As per en translation from customer support: "the healthcare professional found that it was impossible to remove the biopsy needle from the working channel of the endoscope after having performed the puncture under ultrasound. Number of patients or persons concerned: 1. Number of affected devices: 1. Clinical consequences and current state of the patient or person involved: loss of time with significant delay in the operating plan. Increase in time general anaesthesia for about 10 minutes for the patient. Risk of damaging the endoscope.". "As per cc form": easy introduction of the needle into the working channel. 1st puncture. Unable to remove the needle from the working channel. Forced to withdraw the endoscope from the patient to remove the needle biopsy. Reintroduction of the endoscope echo in the patient with the needle still blocked to make the 2nd puncture. The needle was removed from the working channel by a biomedical officer with a clamp. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. Prolongation of the duration of anaesthesia according to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? The problem isn¿t a kink and bend. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. No information. Please describe the size of the intended target site. No information. If not with the device in question, how was the procedure performed and/or finished? See the form. Was the device used in a tortuous position? Little. Are images of the device or procedure available? No. Was it damaged in packaging before removal? No. Was it damaged on removal from packaging? No. Was force required to remove the device? Impossible to remove the needle of the operator channel. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olympus gf uct 180 series number 7024304. Was the scope recently serviced / repaired? No. Was force required on insertion of device into scope? When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Upon disconnection of the needle from the working channel. What is the endoscope manufacturer and model number that was used with this device? Gf uct 180. Was difficulty experienced while retracting the needle? No. Was the needle able to be fully retracted before removing from the patient? No. See the form for more information was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was needle penetration of the targeted site difficult? No more than usual. Was the stylet fully in place inside the needle when advancing into the targeted site? No. Was the stylet partially removed prior to advancement of needle? No. How many biopsies/passes were obtained with use of this needle? 2 biopsies. Did any section of the device detach inside the patient? No. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. Was there difficulty in attachment / detachment of the leur to the scope? No. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. Lab evaluation completed on : (B)(6) 2023.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.